Event description:
Covidien received info, that during pt use, the ventilator's display went blank. The ventilator was removed from the pt. There was no injury to the pt reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the power supply, which resolved the reported issue. The ventilator passes testing and calibrations. (B)(4).